Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.7 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.